Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a patient had passed away. There was no report of any device issues prior to the reported event. Nevro had contacted the relevant pain clinic; however no additional information was made available regarding the cause of death.